Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. No test strip lot was provided by the customer; therefore, a strip lot was selected to complete testing of the returned monitor. The customer's complaint was not replicated during in-house investigation. A result outside of the acceptable range was observed during testing of the returned monitor. A statistical analysis of the impedance curve generated during in-house testing found that the discrepant result was caused by a weak-slope change. This issue is related to software and was addressed in CAPA (B)(4). The returned monitor met functional and thermistor testing requirements during investigation. The monitor memory was reviewed and lots 344281 and 344282 were identified as potential lots used at the time of the complaint. A review of the manufacturing records for these lots did not uncover any non-conformances. Lots meet release specification. The impedance curves for the reported inratio inr results could not be analyzed because the values were not within the last 4 data points in monitor memory. The monitor only retains impedance curve data for up to the last 4 results in the memory. A root cause could not be determined from the information provided by the customer. An impedance curve with weak-slope change has been identified in CAPA (B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA (B)(4) for this issue.

Event description:
The customer reported a variance between the inratio inr results. The results were as follows: (B)(6) 2015 inratio = 3.7, coumadin was held. (B)(6) 2015 inratio = 2.6, no changes. (B)(6) 2015 inratio = 3.8, coumadin held. (B)(6) 2015 inratio = 1.9, increased coumadin. (B)(6) 2015 inratio = 1.3, increased coumadin. (B)(6) 2015 inratio = 2.2, no changes. (B)(6) 2015 inratio = 2.6, no changes. Patient self tester's therapeutic range: 2.6-2.8.